Manufacturer narrative:
(B)(4). Additional information: batch #: m92785. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 11 conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first few firings the clips were not formed, then when firing on the cystic artery the clip scissored and tore through the vessel. A larger diameter trocar was added and a 10 millimeter clip applier was used to ligate the vessel and complete the procedure. The patient lost 400 to 500 milliliters of blood, but the patient did not require any blood products. The patient is now doing well.